Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the communication issue between ins and recharger and error codes was due to the ins was implanted too deep. The system was removed and replaced. This issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient was having difficulty charging the ins.  Patent reported the last 3 weeks to month she has been having a difficult time charging the ins. The charger will shut down, say it cannot find the device, and patient gets all kinds of codes. Patient reported they already tried resetting the charger prior to calling. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position. Patient was able to connect successfully to ins with excellent charge quality. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. Patient called back and said they are still having trouble with their recharger. They worked on it for an hour on saturday and it wouldn't connect to device. Sunday worked for 30 minutes trying to connect. It will only connect for a second or two. Patient has done a hard reset to the recharger several times, twice on saturday and once on sunday. Patient is not able to palpate and feel the stimulator. Patient has been all around it: above incision, below incision. Patient has received service codes 1707, 9717, 3167. Patient said the recharger will connect and say 20% and then lose connection right away. Patient tried to make an appointment with the doctor. Patient's doctor is out on medical leave and can't see them now. The doctor's office was going to call once the doctor got back in. Implant is on left side. Agent suggested moving the recharger to the left, away from the lead. Patient was sitting and tried leaning forward or crossing leg. Patient puts the recharger over their under pants, otherwise they get little electrical pulses (probably a month ago). Patient tried to wear the belt. Agent directed patient to move away from any emi. Additional information was received from the patient. They reported that the cause of the communication issues is unknown and that they got in contact with a manufacturing representative (rep) who has offered assistance. The indicated that they have seen these error codes every time they try to charge their device. They said they have been able to successfully use the equipment up until mid (B)(6) 2022. The cause of them not being able to palpate/feel the ins could not be determined. The patient is planning to meet with the rep to check the ins and the recharger. The patient confirmed that the impulse sensation they felt was only during recharging, a layer of clothing was used and they did not confirm if the layer of clothing resolved the issue or if the belt was used.